Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels were 49 mg/dl. The customer was hospitalized for the lows. The customer was treated for the low levels. The customer's most current level was 216 mg/dl. The customer declined to troubleshoot for the lows.